Event description:
Report received from abbott international affiliate which states "the nurse left the anti-siphon valve set off. The cassette was not inserted into the pump correctly. The patient was on follow up dose pca with a morphine concentration 1 mg per ml. The pca dose was 1 mg with a lockout of 5 minutes. The solution was in a 100 ml bag. The bag was put up at 2000 in 2001. When the bag was checked on the morning of the next day the bag was empty and there had been no pca demands or deliveries. When the abbott representative picked up the bag she noticed that it contained blood". Additional information received states the following, "it's unclear how quickly the morphine ran through because the system was set up at around 8pm and it was noticed that the contents had run through the following morning. Patient didn't suffer any adverse event and did not require resuscitation or treatment. Initially the company was told that the antisiphon valve was not on the set so the company believed that the set had been incorrectly primed by removing the valve and the valve wasn't replaced. For free-flow to occur however still required the health professional to carry out a number of other steps incorrectly, e.g. Using slide clamp to close off flow, failing to close the cassette flow controller and not inserting the cassette into the pump correctly". No further information was available.